Event description:
Pt placed prone with face on horseshoe, pad on horseshoe, and on pt's face, sticky side to face. When case was finished, pad removed, and a layer of skin came off with blisters underneath.